Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the surgery was completed without inserting the screw. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2 upon receiving additional information of the reported event, it was determined to be not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial surgery, the pole locking screw was too small for the intended opening and it would fall through. The surgical technique was utilized. There was no surgical delay. There was no patient harm. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10 : 110010244 - g7 osseoti 3 hole shell 52mm e - 67085281. G2 : foreign country : germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.